Manufacturer narrative:
Pump received with button error alarm and no button response due tocorroded keypad traces. Unable to verify motor error alarm due to buttonerror alarm and no button response. Motor passed motor test. Alsoreceived with cracked case at the display window corner and scratchedlcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and motor error alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.